Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin tightened. The stent was confirmed from the strain relief, the deployment paddles are approximately 83mm apart approx 3mm of the stent was exposed. The device was flushed and flushed by the stopcock connector only a 0.035¿ guidewire was unable to advance fully through the device the device was loaded into a deployment fixture, and the stent was deployed with a maximum peak force of 2.55lbs there were no issues found with the deployed 60mm stent, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 25mm and 27mm from the distal end of the stainless steel hypotube, indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a protégé everflex self-expanding stent device for treatment in a patient in the prox superficial femoral artery with plaque, calcified and tortuosity and 70% stenosis. No abnormalities reported in relation to anatomy. IFU was followed. A non-medtronic (boston scientific corporation v18) guidewire was used. It was reported that deployment issues were noted, the stent was unable to be deploy. The device was replaced with the new stent to complete the surgery and device. No injury to patient reported. When the device was returned for evalaution it was noted that the stent was exposed.